Event description:
Related manufacturer report numbers: 2017865-2015-03950, 2017865-2017-05692, and 2938836-2017-29704. During a follow-up, there was noise on the right atrial (ra) and right ventricular (rv) leads and the device had episodes of oversensing on the rv channel with automatic mode switching (ams). During the replacement procedure, insulation damage was noted on the ra lead. The device and the ra and rv leads were explanted with no replacement. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned for evaluation in two pieces. Visual inspection of the lead revealed an external insulation abrasion in one location distal to the suture sleeve tie impression breaching the conductor cable lumen, consistent with friction to another device or feature of the heart. The cable coating of one conductor cable was abraded. The inner lumen was abraded with no damage noted to the liner. Electrical testing revealed no indication of conductor fractures or internal shorts. The exposure of the conductor cable likely caused the noise reported from the field. All other damage noted to lead body was consistent with that occurring at time of explant.